Manufacturer narrative:
The rate seen ((B)(4)) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
After treatment to the left side, patient put arm down and reported numbness to hand and forearm, no pain/blanching. Patient was advised to continue moving arm/hand, etc. Miradry treatment completed, one week post treatment patient still reports no feeling in left hand. Patient diagnosed with median nerve injury and referred to neurophysiologist. Symptoms are resolving.